Event description:
This is a report received by baxter on 06/08/2009 from a nurse regarding a male pt experiencing high fever and chills during use of total parenteral nutrition (tpn). The pt is being treated for neuroectodermal tumor. Tpn solution has been prepared in evabag 2000 ml (lot number is not available and will not become available) container and used on the pt through light sensitive set, which was produced in tunisia. The tpn was initiated in 2009. The facility compounded the tpn by hand, not by a compounding device. It is possible that the conditions were not sterile. During infusion the same day, the pt's fever increased. Enterobacter clocae was observed in hematological culture. The nurse noticed that there was cloudy appearance (cotton like matter) in the set. Antipyretic intravenous (IV) solution was given to the pt by nurse. The set and solution in the bag were tested in bacteriology lab of the hospital. (From sample that was taken in set; bloody agar, sabura agar, buyyon culture, mc cankey agar culture was done) and observed fungus formation (except aspergillus sp.). The healthcare professional believes that the event is likely related to the use of tpn solution. Although this problem was observed by customer 3 weeks ago, they informed our sales team on 06/07/2009. The sample is not available.

Manufacturer narrative:
The sample is not available for eval. Product, eva bag 2000ml, is being reported as the same or similar to product, eva bag 2000ml, which is distributed in the us.